Manufacturer narrative:
The device was not returned to stryker for evaluation. A new battery was sent to the customer. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device will not power on. There was no patient involvement reported with the event.